Manufacturer narrative:
Correction to root cause on initial report: the probable cause of the reported methotrexate over infusion was identified to be a broken platen. The broken platen post is believed to be the result of an impact, evident on the platen. Though testing failed to replicate the uncontrolled flow condition, prior investigations indicate that uncontrolled flow will occur depending on how the platen is aligned when the door is closed. With the platen post broken/separated, the platen will not always align properly when the door is closed.

Event description:
It was reported from the pediatric inpatient unit that at 19:40 on may 11 there was a negative volume discrepancy of 945 ml in the high dose methotrexate (mtx) bag. The mtx concentration was 4.05 mg/ml-- mtx 8,100 mg (324 ml) with sodium bicarbonate 8.4% - 60 meq (60 ml) in d5w-0.2ns (1,616 ml) for total volume of 2,000 ml and was ordered as a primary infusion at a rate of 85.1 ml/hr to start at 15:30 on (B)(6), to run for 23.5 hours. The infusion began 30 minutes late so the rate was increased to 87 ml/hr to complete the infusion by (B)(6) at 15:30. At 19:40 the volume infused per the pump display looked correct, however, 700 ml was in the bag when it should have been 1645 ml. Per the pharmacist¿s investigation, the clinician had bypassed guardrails because there was no high dose mtx program on the pediatric/picu profile. After the volume discrepancy, the clinician changed the profile to adult for high dose mtx. The physician then gave the order to decrease the mtx rate and increase the maintenance fluids rate to make the total rate 360 ml/hr to complete the infusion at the intended goal. It was noted at 20:40 that the mtx volume was only 500 ml. The pump and pump module devices were then changed. There was no immediate harm to the patient, however it is unknown if this deviation to the chemotherapy infusion delivery protocol will cause any long term effects to the patient¿s recovery.

Manufacturer narrative:
Concomitant medical products: 3000ml ethyl vinyl acetate (eva) IV bag - spike adapter- b braun onguard closed system transfer device. The report of a methotrexate over infusion was neither confirmed nor reproduced. The pcu event log contained no obvious programming errors that would result in the reported event. Review of the device error logs found no errors during the time of the reported event. The instrument platen was observed to be broken at the top hinge. There were no abnormalities observed with the returned primary tubing set (model 10013890) and no leaks were observed. Functional testing performed found the pump module to be delivering fluid within specification. Though the returned pump module passed rate accuracy testing with the broken platen in place, previous investigations have shown that devices with platens broken at the upper hinge can over/under infuse depending on how the broken platen is seated when the door is closed. The probable cause of the customer¿s experience of a heparin overinfusion was identified as a broken platen. The broken post is believed to be the result of an impact, which is evident on the platen. Though testing failed to reproduce the uncontrolled flow condition, prior investigations indicate that uncontrolled flow can occur depending on how the platen is aligned when the door is closed. With the platen post broken/separated, the platen will not always align properly when the door is closed.

Event description:
It was reported from the pediatric inpatient unit that at 19:40 on may 11 there was a negative volume discrepancy of 945 ml in the high dose methotrexate (mtx) bag. The mtx concentration was 4.05 mg/ml-- mtx 8,100 mg (324 ml) with sodium bicarbonate 8.4% - 60 meq (60 ml) in d5w-0.2ns (1,616 ml) for total volume of 2,000 ml, ordered as a primary infusion at a rate of 85.1 ml/hr to start at 15:30 on may 11and run for 23.5 hours. The infusion began 30 minutes late so the rate was increased to 87 ml/hr to complete the infusion by may 12 at 15:30. At 19:40, the volume infused per the pump display looked correct; however, 700 ml was in the bag when it should have been 1645 ml. Per the pharmacist¿s investigation, the clinician had bypassed guardrails because there was no high dose mtx program on the pediatric/picu profile. After the volume discrepancy, the clinician changed the profile to adult for high dose mtx. The physician then gave the order to decrease the mtx rate and increase the maintenance fluids rate to make the total rate 360 ml/hr to complete the infusion at the intended goal. It was noted at 20:40 that the mtx volume was only 500 ml. The pump and pump module devices were then changed. There was no immediate harm to the patient, however it is unknown if this deviation to the chemotherapy infusion delivery protocol will cause any long term effects to the patient¿s recovery.